Event description:
According to the facility on (B)(6) 2024 , "they attempted to start IV prior to procedure. The IV was started in left arm and noted leaking around insertion site. When removing IV catheter, plastic tip remained in patient.".

Manufacturer narrative:
According to the facility on (B)(6) 2024 , "they attempted to start IV prior to procedure. The IV was started in left arm and noted leaking around insertion site. When removing IV catheter, plastic tip remained in patient. The radiologist was notified and the patient was sent to ER. The patient required an excision of the foreign body in the left upper extremity at bedside by a vascular surgeon. The wound was closed with running continuous #3-0 vicryl suture in a deep layer". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated e4 initial reporter also sent the report to FDA.